Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the returned device confirms the screwdriver part of the device broke off. The broken piece was not returned with the device. Also the device is rounded off on one end and there are several nicks on the metal of the device. This instrument exhibits signs of significant use and wear. A medical investigation was conducted and confirms this case reports a broken ref ball jnt screwdriver shaft. It is reported that ¿all parts were retrieved.¿ based on the limited information provided the root cause of the reported screwdriver shaft breakage could not be determined, however, visual inspection of the device noted, ¿exhibits signs of significant use and wear.¿ no patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, the head of a ref ball jnt screwdriver shaft broke off while inserting screw, all pieces were retrieved. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.